Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation the cause of the malfunction was due to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope did not display an image. There was no patient involvement.